Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was trying to bolus when she got no delivery alarm. Customer's blood glucose at time of incident was 40 mg/dl. Customer was advised that since her set is working now and she had bolus at least 2 times then to monitor infusion set and if she get another no delivery to call back. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. Customer took 10.4 units of a bolus.